Event description:
The customer reported obtaining low patient results for sodium (na) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer did not report the low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer found the ise tubing was defective. The fse replaced ise tubing and cleaned the analyzer to resolve the issue. The fse performed calibration, repeatability and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1: initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).